Event description:
Patient reported she had a intra-ocular toric lens surgery to her right eye on (B)(6) 2023 and to the left eye (B)(6) 2023. Patient reported severe eye pain and flickering. Patient has to wear sunglass all the time because lights hurts eyes. Patient stated the doctor said it can be fixed but there's a risk I might go blind. Pt codes: 4467, 4801, 2138. Device code: 4001. Ref report: 5177771.